Event description:
Intrathecal pump malfunction after 27 days. (Morphine and bupivacaine intrathecally ordered to infuse at .99 cc/day.) From 11/13/98 - 12/9/98, pt received 1.2 cc 15, instead of 26.73 cc's.